Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the permanent cautery hook (pch) instrument hook was not moving and being in the wrong corner. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the pch instrument moved with non-intuitive motion (reversed).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The pch instrument was analyzed and found to have a dislodged crimp from the yaw pulley. The yaw cable crimp is installed. The yaw cable crimp is not properly seated within the yaw pulley as the hook/spatula moves in yaw. The complaint was confirmed by failure analysis. The probable root cause is attributed to the instrument experiencing more load than anticipated. The cable crimp can become dislodged due to back-driving of wrist and joggle joints with the insertion axis. Applying excessive force on the instrument shaft and/or tip during handling, insertion, usage (overloading), or removal can also cause the crimp to dislodge. A review of the information associated with this event has been performed by post market failure analysis engineer. The following additional information was provided: the pch instrument would have yaw motion in one direction and not that other direction. The instrument would yaw into the table but not up and away from the table surface. Looks like the instrument was somehow constrained while yawed or hooked on something immovable.

Manufacturer narrative:
The instrument has been evaluated by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The initial findings were confirmed. A dislodged cable crimp was found at the distal end. However, upon installing the instrument onto the in-house system, the cable crimp was able to re-slot back into the crimp window during mechanical engagement and the instrument was able to move intuitively and precisely. This suggests that the dislodged cable crimp was likely caused during operation due to an external collision or movement that caused the cable crimp to dislodge, leading to unintuitive motion. Upon inspecting the yaw pulley grip cable track, there is damage. There is no other damage observed on adjacent components. This failure is most likely due to the cable crimp being dislodged and dragging through the grip cable track during operator movement.

Event description:
Refer to h11 for follow-up information.